Manufacturer narrative:
Device analysis: the complaint device was not returned to bsc; therefore product analysis could not be performed device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review risk assessment: a risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected

Event description:
It was reported that this pacemaker exhibited intermittent oversensing in the right ventricular (rv) channel. Technical services (ts) was consulted and upon review of the available information oversensing resulting in pacing inhibition of one and a half seconds was confirmed. Ts recommended a chest x-ray to confirm system integrity. Further information was received stating that an x ray was scheduled, and continuous monitoring was going to be provided. This pacemaker remains in service. No additional adverse patient effects were reported. Additional information was received stating that an alert was received regarding the battery longevity on this pacemaker. No further information was provided. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited intermittent oversensing in the right ventricular (rv) channel. Technical services (ts) was consulted and upon review of the available information oversensing resulting in pacing inhibition of one and a half seconds was confirmed. Ts recommended a chest x-ray to confirm system integrity. Further information was received stating that an x ray was scheduled, and continuous monitoring was going to be provided. This pacemaker remains in service. No additional adverse patient effects were reported. Additional information was received stating that an alert was received regarding the battery longevity on this pacemaker. No further information was provided. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this pacemaker exhibited intermittent oversensing in the right ventricular (rv) channel. Technical services (ts) was consulted and upon review of the available information oversensing resulting in pacing inhibition of one and a half seconds was confirmed. Ts recommended a chest x-ray to confirm system integrity. Further information was received stating that an x ray was scheduled, and continuous monitoring was going to be provided. This pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.